Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the filterwire broke and required additional intervention to remove. The target lesion was located in the tibial artery. A 330cm filterwire ez¿ was deployed down the target lesion, as a distal protection. A jetstream® atherectomy catheter was used to complete an atherectomy procedure without issue. The filterwire was inadvertently pulled back while removing the jetstream catheter. The filterwire was not stuck within the jetstream catheter. The jetstream was removed and the filterwire was re-advanced back to its original location. During the advancement of the wire back to the original location, the wire prolapsed and the tip of the filterwire broke off and remained inside the patient's body. Snaring was done to successfully capture and remove the broken tip. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: only the protection wire was returned and was found kinked and bent in several sections. Additionally, the spring tip is damaged (stretched and curvy) and broke in the very tip section. The od dimensions of the proximal part, middle section and the spring tip were measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the filterwire broke and required additional intervention to remove. The target lesion was located in the tibial artery. A 330cm filterwire ez was deployed down the target lesion, as a distal protection. A jetstream atherectomy catheter was used to complete an atherectomy procedure without issue. The filterwire was inadvertently pulled back while removing the jetstream catheter. The filterwire was not stuck within the jetstream catheter. The jetstream was removed and the filterwire was re-advanced back to its original location. During the advancement of the wire back to the original location, the wire prolapsed and the tip of the filterwire broke off and remained inside the patient's body. Snaring was done to successfully capture and remove the broken tip. No further patient complications reported.